Manufacturer narrative:
Analysis of the device, model # 37712, sn (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a, lot# j0217066v, implanted: (B)(6) 2002, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported the patient had surgery to troubleshoot the shocking and jolting the patient had experienced. It was noted the sensations the patient experienced were 'very inconsistent' on both leads. It was added that during surgery, both leads were detached from the implantable neurostimulator (ins) and tested again. Adequate stimulation coverage was achieved and the new ins was attached. It was added the leads and extensions were 'okay.' If additional information becomes available, a supplemental report will be filed.